Event description:
It was reported that following the implant procedure of this device, the patient experienced a significant hematoma due to their anti-coagulation medication. This resulted in the patient presenting to the emergency room. Information has been requested regarding the event resolution and patient information, but a response has not yet been received. At this time, the device remains implanted and no additional adverse patient effects were reported.